Event description:
Pt alleges having removal of one implant because it was ruptured. Physician letter states that on a recent mammogram she was found to have significant amount of calcification around her implants which could be consistent with leakage of the implants; therefore, on 12/5/94, the implants were removed.